Event description:
It was reported that loss of capture and decrease in sensing were observed. Dislodgement suspected. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.